Event description:
The customer reported via phone call that there were air bubbles in the reservoir. The customer's blood glucose was 159 mg/dl. The customer explained that the size of the air bubbles was small. The customer stated that the air bubbles occurred 12 hours after using the reservoir. The customer mentioned that she did not store insulin in room temperature. The customer was advised that this was not correct handling of insulin and was explained the correct technique regarding the issue. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.